Event description:
It was reported that a frayed cable was noticed on the prograsp forceps instrument during central processing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument was found with pitch cable frayed and loose at the distal clevis hub. The clamping pulley screws were not loose. No damage was found at the clevis. The instrument has 1 use remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.